Event description:
"Rn hanging cytoxan, had attached secondary cytoxan line (from the pharmacy) to the b line and turned on the plum pump. Fluid noted leaking from around the spinning spiros on the secondary line. Secondary line had been primed with ns by the pharmacy, rn was at chairside and closed the clamps, turned off the pump and returned the cytoxan bag to the pharmacy. Pharmacy did not need to waste the med. They returned the bag with new secondary tubing. Rn changed out the primary line as high liklihood of proximal occlusion.primary line- model # 14687-28, lot # 14216447 secondary line- model # cl3011, lot # 14170139."